Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, product type: lead. Other relevant device(s) are: product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. The patient reported they were in a lot of pain the night prior. They were advised to reach out to their clinician, it was reported the issue was not resolved at the time of the report. The patient reported that they had the worst night ever, they had impaction and then an infection. They asked if the leads could cause the infection. They also stated they had hemorrhoids really bad and after a bath they were able to go. The patient also mentioned they had redness and itching around the wires. The patient was advised to contact their clinician. No further complications were reported or anticipated.